Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra 2 meter was giving inaccurately high readings compared to her expected values. On february 2, 2009, the technical service representative (tsr) spoke with the patient to obtain and verify information. For six weeks, the patient noted she had obtained blood glucose readings using the reported meter that were high compared to her expected values of less than 120 mg/dl. Two days prior to original date at 1:00pm, the patient tested her blood glucose level to be 122 mg/dl at 1:00pm, prior to lunch. At that time, the patient began to experience the symptoms of shaking and dizziness. The patient consumed food and felt better afterwards. The patient did not seek medical attention or treatment. Earlier on the day of this event, at 8:00 am, the patient tested her blood glucose level to be 136 mg/dl, and based on that reading, she reportedly took ten units novorapid insulin. The patient ate her usual breakfast. The patient takes novorapid insulin on a sliding scale based on meter readings and meals, and five units protophan insulin at night. Six to eight weeks ago, the patient contacted her physician, who increased the patient's daily dose of the long-acting protophan insulin to 12 units because of the high meter readings. The patient noted that for a year, she has had an infected cyst and has been taking antibiotics. During the troubleshooting telephone call, the tsr determined the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed for the correct unit of measure. The meter was replaced. The patient allegedly experienced symptoms suggestive of hypoglycemia after taking increased insulin doses based on elevated meter readings. The patient received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.